Event description:
Patient reported right side "folded", "recall", "capsular contracture, baker grade unknown" and "issues in breastfeeding". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. Upon further information, allergan has determined that the event of capsular contracture, baker grade ii is not serious and not reportable.